Event description:
The customer reported that following a diagnostic catheterization procedure a vasoseal es was deployed. Immediately following deployment symptoms of claudication occurred. An arteriogram was performed and the tpa treatment was administered for two days with no resolution of thrombus. Surgery was performed and the right leg required amputation. No pathology was performed. No further complications were reported.